Event description:
During a synchronous cardioversion for atrial fibrillation there was a spark noted immediately following a 150 joule shock. The pt remained in atrial fibrillation and pressure was then applied to the electrode with a towel and a second shock was administered which converted the pt into a sinus rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.